Event description:
Device 2 of 2. Reference MFR report# 1627487-2012-12109. It was reported the pt's ipg feels heating within 15 minutes of charging, and by 30 minutes she has to stop charging due to uncomfortable heating. The sjm cs reportedly had the pt use another charger and it did not produce uncomfortable heating when charging for 28 minutes. It was reported during follow-up with pt on (B)(6) 2012 the new charger was received and all heating issues have been resolved. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model number was included in a filed correction. MFR's eval: corrective and preventive action (CAPA). Results: eval pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated tempurature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.